Event description:
A physician reported a pt who received her second skin test on 9/28/98 and was treated into the nasolabial folds and oral commissures on 10/28/98. On 11/16/98, the pt developed a hypersensitivity at the treatment sites. On 11/25 and 12/7/98, intralesional celestone was prescribed. On 12/16/98, 1/4/99, and 1/26/99, intralesional kenalog was prescribed. The physician reported that the symptoms were 90-95% better. On 3/4/99, the symptoms had not yet resolved.